Manufacturer narrative:
The zoll quattro catheter was returned for investigation on 10/10/2017. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest. The physician had difficulty placing the quattro catheter over the guidewire. The catheter was replaced and was inserted to the left femoral vein. The patient temperature at the start of the ivtm treatment was 36.8 degree celsius. The target temperature on the console was 33 degree celsius. During treatment, fluid was noted on the console and around the patient. The air trap cap was noted to be loose from the polycarbonate tubing. The start-up kit was replaced to continue with the treatment. No system alarm was noted. No patient consequences were reported.